Event description:
The customer reported intermittently the system failed to display an image. Rather, the system displayed blackened images during particular rotations. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.